Event description:
An aneurx stent graft system was implanted in a pt for the emergent endovascular repair of a pre-operatively ruptured aneurysm 48 months ago. Aneurysm size and vessel morphology from the time of implant are unk. It was reported that the pt presented emergently, 1 month ago, with a contained ruptured aneurysm (size unk). The neck was 3 cm long, with a 27 mm diameter below the renals and a 32 mm diameter just above the aneurysm sac. The iliac arteries were found to have severe angulation due to remodelling and the stent graft was 2 cm from the hypogastric arteries bilaterally. The pt was immediately taken to the operating room for repair. The stent graft had migrated distally, sitting just above the aneurysm sac with a proximal type 1 endoleak. The repair was done with 2 cuffs. The distal cuff was placed to extend down to the left hypogastric artery even though there was no endoleak. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: ruptured aneurysm, migration, endoleak; disease progression; treatment of ruptured aneurysm. Conclusion: disease progression; treatment of ruptured aneurysm.